Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) (ofr). Ofr sent this device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, corynebacterium species (3 cfu/100ml) were detected from suction channel of this device, but no indicator microbe was detected. And, no microbe was detected from instrument channel, air/water channel and auxiliary water channel of this device. Therefore, it cleared the (B)(4) guideline. Also, omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological test by the user facility, the microbes were detected as follows, from the all channels of the subject device which was reprocessed using an olympus automated endoscope reprocessor model etd3 (not available in the USA). The user facility reported that this device was reprocessed according to the instruction manual. There was no report of infection associated with this report. Aerobic bacteria: >92cfu/100ml enterobacteria: the number of microbes are unknown. Pseudomonas aeruginosa: the number of microbes are unknown. Stenotrophomonas maltophilia: the number of microbes are unknown.